Event description:
The pump was replaced prophylactically to avoid in-vivo battery depletion. The pump contained saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2004, explanted: (B)(6) 2011. Final device analysis revealed pump battery high resistance, significant corrosion on gears #1, #2, #3, and shorting from coil to case. Testing of the catheter revealed no significant anomalies (the catheter was returned in segments). (B)(4).